Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is due the circumstances of the procedure. In this case, it is possible the sheath separated during insertion, or during use due to patient anatomical conditions, or movement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to a percutaneous abdominal aortic aneurysm repair procedure. Reportedly, one proglide was successfully pre-placed. When attempting to place a second proglide, the distal part of the sheath broke. The broken piece embolized in the right iliac artery. Surgical intervention was performed to remove the broke piece and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.